Event description:
It was reported that during the installation of a PICC line left arm, during the purging thereof an air inlet through the original anti-reflux valve of the catheter after easy placement on the patient. It was stated, "consequence: change on PICC line guide after patient installation in trendelenburg position. Sepsy risk and gas embolism."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of air entering the line was inconclusive due to the sample condition and because clinical conditions could not be replicated. One 4fr s/l powerpicc solo was returned for investigation. The tubing had been cut to length at the 44cm depth mark. A white colored residue was observed in the solo valve, which may have had an effect on the valve¿s performance. A functional test revealed that the catheter was patent to infusion and no leaks were observed in any part of the catheter when the catheter was hydraulically pressurized. Since the clinical conditions could not be replicated, the complaint was inconclusive. The instructions for use (IFU) warns, ¿the fluid level in the catheter will drop if the catheter connector is help above the level of the patient¿s heart and opened to air. To help prevent a drop in the fluid level (allowing air entry) while changing injection caps, hold the connector below the level of the patient¿s heart before removing the injection cap.¿ a lot history review (lhr) of redx2388 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2388 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the installation of a PICC line left arm, during the purging thereof an air inlet through the original anti-reflux valve of the catheter after easy placement on the patient. It was stated, "consequence: change on PICC line guide after patient installation in trendelenburg position. Sepsy risk and gas embolism."